Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically fractured due to pulling/ stretching/overstress. It was noted that the visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the implant procedure, the physician decided to reposition the right ventricular (rv) lead after fixation; however, the helix would not unscrew and it appeared that most of the counterclockwise torque was occurring outside of the catheter. After multiple turns, the catheter was removed so as to have better grip on the lead and the physician continued to torque and tug counterclockwise until the rv lead released and came out. Once removed, it was found that the helix was not connected to the lead. The helix was left in the patient and a different rv lead was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.